Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the end cap of the ratcheting handle came off. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure being performed was a lumbar case. There was no reported delay. Another handle was present and used.